Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were experiencing uncomfortable stimulation. The patient stated that their healthcare professional (hcp) changed them to program 3 in (B)(6) 2017. The patient noted that they were feeling a burning sensation in their rectum and that they had tried decreasing stimulation but then their symptoms would return. The patient confirmed that therapy was on and decreased the amplitude. The patient noted that they felt immediate relief of the uncomfortable stimulation and burning sensation in the rectum area. The patient then changed to program 4 and reported that they felt stimulation comfortably in the vaginal area. It was indicated that the change in therapy/symptoms was sudden and the patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.